Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's leads had high impedances. Patient lost effective stimulation due to the issue. As a result, surgical intervention was undertaken to explant and replace both leads. Therapy was restored post-op.